Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the helix of the lead could not be extended during an implant procedure. A new lead was implanted. The patient was stable.